Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.6. Operating system: bp2a.250605.031.a3.s908usqs8gyl1. Hardware: sm-s908u. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
So it was reported that the patient began experiencing elevated blood glucose (bg) levels on (B)(6) 2025, following a pod change. After applying a new pod to the abdomen on (B)(6) 2025, the patient¿s bg level was initially reported as approximately 375 mg/dl and subsequently increased to greater than 400 mg/dl. The patient reported receiving an automated delivery restriction alert and indicated that he was alternating between automated mode and manual mode. The patient further stated that he had missed some food boluses and believed this contributed to the elevated bg levels. The patient reported that his glucose levels remained reading ¿high¿ (>400 mg/dl) and he began experiencing nausea and vomiting. The patient was admitted to the hospital on (B)(6) 2026, where he was diagnosed with diabetic ketoacidosis and treated with intravenous fluids and an insulin infusion. The patient was discharged three days later, on (B)(6) 2026.